Manufacturer narrative:
One cadd® administration set was received for analysis in used condition. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. The sample was received with part of the tube filled of dried medication and a delamination was found in the bonding between the pump tube and the 82" tube. Water was infused through the assembly then was connected to a pump. The sample could not be primed due to the dried medication impeding the flow of water. An alarm sounded with message "downstream occlusion. Clear occlusion between pump and patient." A leak was detected from the bonding where the delamination was found. Prior to packaging, a sample of 32 units were taken to perform a visual inspection to verify for any damages, workmanship defect and solvent bond. No discrepancies were found. Four (4) samples from inventory were subjected to the accuracy test. No discrepancies were detected. All units passed. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. The failure mode was determined to be "improperly assembled". The root cause was determined to be "manufacturing".

Manufacturer narrative:
It was reported that the event occurred some time between (B)(6) 2017. The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that before changing the perfusion bag, air bubbles were present in the tubing of a cadd administration set. The fault was noticed when the pump alarmed and displayed the message: "air bubbles in tube". The tubing was purged, but the bubbles then appeared in the cassette. No injury was reported.